Manufacturer narrative:
Corrected data: b5- it was inadvertently reported that the surgery took place on (B)(6) 2023 initial report. The correct information is listed in b5 on this report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient experienced discomfort at the ipg site due to the ipg moving in the pocket. The surgical intervention took place on (B)(6) 2023 wherein the ipg was secured in the same pocket to address the issue. Reportedly, the patient is feeling better since pocket revision.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was moving within the ipg pocket following weight loss. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was repositioned to address the issue.